Manufacturer narrative:
The device was subject to the ble malfunction field action issued by abbott on (B)(6) 2022.

Manufacturer narrative:
As received, the device did not communicate. The device did not communicate due to a depleted battery. The reported field event of failure to interrogate was confirmed. The cause of the loss of communication due to low battery voltage is consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. As a result of this finding, abbott is performing further investigation.

Event description:
Prior to implant procedure, the device was unable to communicate via bluetooth telemetry with two different programmers. The device was not used selected for implant. No patient involvement.